Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to a depleted by a depleted battery. However, the cause of the depleted battery could not be determined. The returned device was archived by stryker.

Event description:
The customer contacted stryker to report that their device stopped providing any voice prompts. Without voice prompts, the user would not be able to use the device properly on a patient if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device stopped providing any voice prompts. Without voice prompts, the user would not be able to use the device properly on a patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer will receive a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.